Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review and keyword search for similar complaints was performed for aia-900, serial number (B)(4) and reagent tsh from 27-feb-2017 through aware date 27-mar-2018. There were no other similar complaints identified during the searched period. The st aia-pack st tsh analyte application manual states the following: calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was due insufficient calibration.

Event description:
On (B)(6) 2018 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed thyroid stimulating hormone (tsh) analytes on the aia-900 instrument. All quality control were high, but in range on the day of the proficiency testing. Customer ran two different api samples on (B)(6) 2018; the tosoh qa lab also ran the samples. All results stated below. Samples / result 1 / result 2 / expected range / tosoh lab results . (Uiu/ml) ch01 , 3.77 , 3.94 , (2.25 - 3.62) , 1 = 3.00; ch02 , 0.89 , 0.89 , (0.55 - 0.89), 2 = 0.77; ch03 , 11.74 , 12.61 , (7.73 - 11.93), 3 = 9.71; ch04 , 5.60 , 6.55 , (3.82 - 5.82), 4 = 6.19; ch05 , 8.37 , 8.93 , (5.12 - 8.14) , 5 = 7.25. On (B)(6) 2018 the customer recalibrated tsh with a new lot of calibrators on the aia-900 instrument and completely qc on tsh, all results were in acceptable range. Technical support specialist recommended thaw remaining frozen api samples mix and rerun and call back with result. On (B)(6) 2018, customer called back and reported api sample run were repeated, and all results are in acceptable range. Samples / rerun result / expected range (uiu/ml). Ch01 , 2.86 , (2.25 - 3.62) ; ch02 , 0.67 , (0.55 - 0.89) ; ch03 , 8.99 , (7.73 - 11.93) ; ch04 , 4.40 , (3.82 - 5.82) ; ch05 , 5.98 , (5.12 - 8.14).